Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the system exhibited a ring artifact. The philips field service engineer (fse) determined there was a cracked compensator. Engineering analysis has confirmed that this event has been determined to be a reportable issue due to the potential for image misinterpretation, because of an artifact. This event is currently under investigation.

Manufacturer narrative:
The customer reported that during a patient procedure, images exhibited a recognized ring artifact. The philips field service engineer (fse) confirmed there was no harm to the patient. The fse performed the front end electronics (fee) test and visually inspected the collimator and data measurement system (dms). One detector failed the fee test but did not cause the ring artifact. The fse found the compensator was cracked outside of the field of view (fov); however, it did not result in the artifact. The fse confirmed that the ring artifact was caused by liquid contrast ingress into the gantry which resulted in contrast adhering to a detector module. The fse proactively replaced a detector module and the collimator assembly, and cleaned the contrast from the detector module to resolve the issue. The system is operational. This has been determined not to be a reportable event.